Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) was flipping, so a smaller ins was implanted in (B)(6) 2010. After this surgery, the pt was unable to get stimulation on the left side. They suspect this may be due to nicking the lead during surgery. The pt had not been using therapy since (B)(6) 2010. At the time of the report, it was reported there were telemetry issues and the device was either flipped or in over discharge. Add'l info has been requested, but was not available as of the date of this report.